Event description:
The customer reported that the heartstartxl had a general system failure. There is no indication of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.